Event description:
A patient rep0rted blo0d glucose results of "27 and 27 mmol/l" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 1.11 mmol/l, thereby indicating a potential malfunction of the meter in terms of precision.